Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous vessel. The physician attempted to deploy the taxus express2 3.0 x 28mm drug eluting stent, however, blood flowed back into the inflation device. A rupture was observed at the proximal portion of the balloon. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.